Manufacturer narrative:
Covidien reference number: (B)(4). The o2 sensor was replaced. No ventilator serial number available.

Event description:
It was reported that the oxygen sensor was found to be broken and leaking during ventilator installation. There was no patient connected to the device.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.